Event description:
It was reported on a medwatch 3500a report that there was noise on both atrial and ventricular electrograms which lead to oversensing. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; grommet damage observed.